Event description:
It is reported that the tip of the top piece is broken off and that it was discovered while inspecting trays prior to delivery for surgery.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the device was returned for evaluation; however, the fractured tip was not. The device has a potential field age of (B)(4). The device appears to be in relatively good condition, but does show evidence of use. Based on the available information, the fracture of the tip appears to be due to normal use. However, because details surrounding the fracture of the tip are unknown, as this condition was noticed before a surgery, the exact root cause of the fracture cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.